Manufacturer narrative:
The device was received for evaluation. During functional testing, the #3 button was not working properly. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the failing keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad #3 button was malfunctioning. This occurred upon power up at the emergency room. There was no patient involvement. No additional information is available.